Event description:
This unsolicited case from united states was received on 01-may-2017 from an other non-health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc injection and later after few days had difficulty walking and pseudosepsis and had nearly immobilized knee after 7 days. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patients initiated treatment with synvisc injection (dose, route, frequency, indication, batch/lot and expiration date not provided) into unspecified knee. It was reported that the patient had knee pain in the injected knee for 7 days. On (B)(6) 2017, patient began to have swelling and increased pain. On an unknown date in (B)(6) 2017, few days after receiving injection, patient began to have difficulty walking with increased pain. On (B)(6) 2017, 7 days after receiving injection, patient had nearly immobilized knee with excess pain that prompted patient to visit physician who injected knee. Physician gave diagnosis of pseudosepsis (onset date: (B)(6) 2017, latency: few days), knee was drained of fluid and prescription was given to patient. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all events additional information was received on 10-may-2017. Ptc results were added and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 10-may-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 05-may-2017: this case concerns a male patient who has received treatment with synvisc for an unknown indication and later had difficulty walking, nearly immobilized knee and pseudosepsis with knee pain, knee swelling and knee was drained of fluid. All these events are temporally related with the synvisc treatment and therefore causal relationship was assessed as related. However, lack of information regarding patient's underlying condition, medical history and concomitant medications and injection technique makes the complete case assessment.

Event description:
This unsolicited case from united states was received on 01-may-2017 from an other non-health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc injection and later after few days had difficulty walking and pseudosepsis and had nearly immobilized knee after 7 days. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patients initiated treatment with synvisc injection (dose, route, frequency, indication, batch/lot and expiration date not provided) into unspecified knee. It was reported that the patient had knee pain in the injected knee for 7 days. On (B)(6) 2017, patient began to have swelling and increased pain. On an unknown date in (B)(6) 2017, few days after receiving injection, patient began to have difficulty walking with increased pain. On (B)(6) 2017, 7 days after receiving injection, patient had nearly immobilized knee with excess pain that prompted patient to visit physician who injected knee. Physician gave diagnosis of pseudosepsis (onset date: (B)(6) 2017, latency: few days), knee was drained of fluid and prescription was given to patient. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all events. Pharmacovigilance comment: sanofi company comment dated 05-may-2017: this case concerns a male patient who has received treatment with synvisc for an unknown indication and later had difficulty walking, nearly immobilized knee and pseudosepsis with knee pain, knee swelling and knee was drained of fluid. All these events are temporally related with the synvisc treatment and therefore causal relationship was assessed as related. However, lack of information regarding patient's underlying condition, medical history and concomitant medications makes the complete case assessment.